Event description:
During troubleshooting of an unrelated alarm, it was reported that a leak was observed from the connection of the cassette line and the heater bag. The event occurred during fill on the hc. The technical service representative (tsr) assisted the caregiver (cg) to end therapy and the home patient (hp) would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.